Manufacturer narrative:
The hospital medical technician replaced the flow sensor and returned the unit to service. Ge healthcare service technician replaced the flow sensor, checked the cable. Checkout was not able to reproduce the reported issue.block a: patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury..